Manufacturer narrative:
A partial lead with the distal tip measuring 52.0cm was returned for analysis. External insulation abrasion was noted at 37.2-37.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. The silicon insulation was intact at this location.

Event description:
New information notes that the patient later presented in clinic after receiving a vibratory alert for noise on the right ventricular lead. The lead was explanted and replaced. The patient will continue to be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during device change-out for normal eri, an insulation tear was noted on the right ventricular lead. The lead exhibited normal electrical function and remains implanted. The patient was in good condition following the procedure.